Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however, the customer returned two photos of the spring wire guide in the tube advancer. Visual examination of the photos revealed that the guide wire appears to be used as blood was visible in the straightening tube and on the coiled wire of the guide wire. A kink in the coil wire was visible in the j-bend. No other defects or anomalies were observed. A device history record (DHR) review was performed on the guide wire, introducer needle, catheter, and ars with no relevant findings. The reported complaint of a kinked guide wire during use was confirmed based upon the photos returned by the customer. A DHR review was performed with no evidence to suggest a manufacturing related cause. As no physical sample was received for analysis, a probable cause could not be determined. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that the swg (spring guide wire) kinked during use.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the swg (spring guide wire) kinked during use.